Manufacturer narrative:
Visual analysis of the returned genesys hta procerva genesys hta procerva procedure set sheath molded end piece showed evidence of adhesive around entire mating surface. One section of the adhesive bead indicates possible inconsistent adhesive bond, possibly because the molded end piece was not fully compressed onto the molded body during adhesive application operation. The mating surface of the molded body could not be examined because the molded body was not returned. It was not possible to determine the amount of force required to detach the proximal end piece from the probe. It could not be determined if the defect was due to operational or anatomical aspects of the procedure or supplier manufacturing; therefore, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at eight minutes into the ablation phase of the procedure the back plastic end of the sheath broke off and subsequent fluid leak was noted. The procedure was completed successfully using this device. There were no patient complications reported as a result of this event. The patient condition was reported to be "safe and fine."

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at eight minutes into the ablation phase of the procedure the back plastic end of the sheath broke off and subsequent fluid leak was noted. The procedure was completed successfully using this device. There were no patient complications reported as a result of this event. The patient condition was reported to be "safe and fine."

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.